Manufacturer narrative:
The complaint investigation for false reactive architect havab-igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 38092be00 and the complaint issue. The overall performance of architect havab-igg was reviewed using field data from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for lot 38092be00 are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect havab-igg reagent for lot 38092be00 was identified.

Event description:
The customer observed a false reactive architect havab-igg result for one patient. The following data was provided: on (B)(6) 2022, sid: (B)(6) initial result = 9.49 s/co (reactive), repeat = 0.31 s/co (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 6c29 has a similar product distributed in the us, list number: 6l27.